Event description:
It was reported that during a lowering of the colon procedure, the surgeon reported that at the time of firing the stapler locked, lacerating the tissue. Not stapled or cut. It is unknown how the procedure was completed. The device was discarded. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.